Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the rv lead (0286 /014113) was explanted because of high stimulus threshold values, and replaced with another lead of a different model (0293). The procedure was completed without any further complications, and no adverse patient effects were reported. The device is not available for return as it was discarded at the hospital.